Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests; however an unexpected critical pump errors and a pump error 53 did pop up during testing. Pump error 53 and are found in the device history file due to software errors which require hardware analysis. No pump error 25 was noted during testing, in the insulin pump history file, in the long trace file, or in the power management graph.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family reported via phone call that insulin pump had open book image. Customer's blood glucose value was 145 mg/dl. The customer reported that they were trying to program the replace insulin pump but was getting power related errors, customer used 2 batteries and the insulin pump restart and get insulin pump with cross booklet on the screen with an arrow pointing to it. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.